Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right ventricular (rv) lead and left ventricular (lv) lead were noted to have intermittent capture and to have "pulled back" because they did not have any slack. The lv lead was repositioned and remains in use. During the procedure while attempting to reposition the rv lead the screw would not retract. The rv lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.